Manufacturer narrative:
The polyethylene liner has significant amount of wear and discoloration indicating the implant was in vivo for long duration. No damages on the femoral head were noted.

Event description:
It was reported that revision surgery was performed.